Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H11: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue was seen attached to external and internal threads. The alleged implant fracture was not identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following visual testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the patient was in for routine cleaning and informed the hygienist that the implant at tooth site #20 was loose. The periodontist determined that the implant was loose due to being fractured. The implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.